Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for sleeve leakage was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Results: bd was unable to confirm the customer's indicated failure mode.

Event description:
It was reported that a bd eclipse¿ blood collection needle's rubber stopper does not cover the needle, which results in blood leakage. No serious injury or medical intervention.